Manufacturer narrative:
Device evaluation: g4, h2, h6, h10, d10 results of investigation: results of investigation: the vyaire failure analysis laboratory received the gde and performed a failure investigation. The technician visually inspected the gde assembly and found no anomalies. The gde was installed on to avea test station and powered on to user mode and conducted leakage test, no alarms alarm was present. Performed extended system test (est) passed leak test, circuit compliance test, and o2 sensor calibration. Cycled power into service mode, the error log was reviewed, no related entry failures were found. The calibration screen was accessed and found to be responsive to pressure changes in the segment of the calibration procedure. Moved the fio2 to different values and the blender flag would follow accordingly. The issue reported by the customer could was unable to be confirmed or duplicated.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed test and troubleshooting but at this time of service technician had exhausted all fixes he was equipped to perform. Remaining possibilities could include defect in the gde itself, an issue in the exhalation valve, an issue with o-rings in exhalation flow sensor connection face. The assigned technician did not have parts yet on hand to attempt these and return service is required to further troubleshoot.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced intermittent fio2 issues and reading low at times. At this time, there is no information regarding patient involvement.